Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the proximal insulation was damaged and abraded, the proximal coil was fractured and the distal coil bent at 9.0 cm from the connector pin. The location and mode of the damaged indicates that the lead was abraded against another implantable device and the proximal coil fractured due to fatigue.

Event description:
It was reported that the atrial lead exhibited a sudden impedance increase to 1300 ohms. A threshold increase was also noted. An insulation defect was suspected. The lead was explanted and replaced.